Event description:
It was further reported that the lead was not capturing and was subsequently programmed off until it could be replaced at the next generator change.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting varying impedance measurements and possible oversensing after a rise from baseline impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The weekly pacing impedance trend data showed an increase for minimum and maximum atrial bipolar impedance of 589 to 1672 ohms between 2013 (B)(4) and 2013 (B)(4). (B)(4). Concomitant products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6).